Event description:
It was reported that the customer went to the hospital with a low blood glucose reading of 57 mg/dl. The caller was unable to provide further details at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.